Manufacturer narrative:
Result: module.

Event description:
It was reported by service report that the footboard main module was broken and there was possible fluid intrusion on the pcb board. The customer could not determine whether there was pt involvement or adverse consequences occurred.